Event description:
On (B) (6) 2008, the patient reported that while filling some cartridges with insulin this morning, 3 cartridges from the same box had a stopper that would not glide and that became crooked inside the cartridge. She said this resulted in insulin leaking out of the bottom of the cartridge. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.